Event description:
Event verbatim [preferred term] test showed invalid for flu results and what seemed to be a false positive for covid [false positive investigation result], test showed invalid for flu results and what seemed to be a false positive for covid [device information output issue]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a112012233m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), device information output issue (non-serious) all with onset 11may2024, outcome "unknown" and all described as "test showed invalid for flu results and what seemed to be a false positive for covid". The reporter considered "test showed invalid for flu results and what seemed to be a false positive for covid" associated to covid-19 and influenza ivd device. Causality for "test showed invalid for flu results and what seemed to be a false positive for covid" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took the test on 11may2024. Customer contacted us to report an invalid result after 30 minutes. Evidence provided shows the device with positive light for covid and flu a has the two lights on, flu b has the negative light on. Before starting, the instructions have been read. Lot#: k10a112012233m8. (Also reported as 12012233m8 ). Test kit #: 3a4d4p9u. This is kit covid flu. There is liquid left in the vial. The ready light on and steady (solid) when stirred the swab. The swab was rotated 5 times in each nostril. The swab stirred in the vial for at least 15 times. The vial liquid purple in color. The status of each led status is as follows: covid led status: positive::on, flu a led status: both flashing, flu b led status: negative::on. Test showed invalid for flu results and what seemed to be a false positive for covid (patient tested on a per and rapid the following few days and all were negative; patient never felt sick). Requesting a replacement. Sample not available.

Event description:
Event verbatim [preferred term] test showed invalid for flu results and what seemed to be a false positive for covid [false positive investigation result], test showed invalid for flu results and what seemed to be a false positive for covid [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a112012233m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), device information output issue (non-serious) all with onset 11may2024, outcome "unknown" and all described as "test showed invalid for flu results and what seemed to be a false positive for covid". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "test showed invalid for flu results and what seemed to be a false positive for covid" associated to covid-19 and influenza ivd device. Causality for "test showed invalid for flu results and what seemed to be a false positive for covid" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took the test on (B)(6)2024. Customer contacted us to report an invalid result after 30 minutes. Evidence provided shows the device with positive light for covid and flu a has the two lights on, flu b has the negative light on. Before starting, the instructions have been read. Lot#: k10a112012233m8. (Also reported as 12012233m8). Test kit #: 3a4d4p9u. This is kit covid flu. There is liquid left in the vial. The ready light on and steady (solid) when stirred the swab. The swab was rotated 5 times in each nostril. The swab stirred in the vial for at least 15 times. The vial liquid purple in color. The status of each led status is as follows: covid led status: positive: on, flu a led status: both flashing, flu b led status: negative: on. Test showed invalid for flu results and what seemed to be a false positive for covid (patient tested on a per and rapid the following few days and all were negative; patient never felt sick). Requesting a replacement. Sample not available. Product quality group provided investigational results on 04nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k10a112012233m8, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, and lot trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a112012233m8. No quality issues related to lot k10a112012233m8 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a112012233m8 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (24oct2024): follow-up attempts are completed. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. Follow-up (06nov2024): this is a follow-up report from product quality group providing investigation results. Updated information: lab test with results updated. Follow-up (12nov2024): this is a follow-up report from product quality group. Updated information: UDI number added.

Event description:
Test showed invalid for flu results and what seemed to be a false positive for covid [false positive investigation result], test showed invalid for flu results and what seemed to be a false positive for covid [device information output issue], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a112012233m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), device information output issue (non-serious) all with onset on 11may2024, outcome "unknown" and all described as "test showed invalid for flu results and what seemed to be a false positive for covid". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "test showed invalid for flu results and what seemed to be a false positive for covid" associated to covid-19 and influenza ivd device. Causality for "test showed invalid for flu results and what seemed to be a false positive for covid" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took the test on (B)(6) 2024. Customer contacted us to report an invalid result after 30 minutes. Evidence provided shows the device with positive light for covid and flu a has the two lights on, flu b has the negative light on. Before starting, the instructions have been read. Lot#: k10a112012233m8. (Also reported as 12012233m8). Test kit#: 3a4d4p9u. This is kit covid flu. There is liquid left in the vial. The ready light on and steady (solid) when stirred the swab. The swab was rotated 5 times in each nostril. The swab stirred in the vial for at least 15 times. The vial liquid purple in color. The status of each led status is as follows: covid led status: positive: on, flu a led status: both flashing, flu b led status: negative: on. Test showed invalid for flu results and what seemed to be a false positive for covid (patient tested on a per and rapid the following few days and all were negative; patient never felt sick). Requesting a replacement. Sample not available. Product quality group provided investigational results on 04nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k10a112012233m8, UDI: (B)(4) was investigated. The investigation included reviewing deviations, nonconformance's, and lot trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot: k10a112012233m8. No quality issues related to lot: k10a112012233m8 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot: k10a112012233m8 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version# (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (24oct2024): follow-up attempts are completed. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. Follow-up (06nov2024): this is a follow-up report from product quality group providing investigation results. Updated information: lab test with results updated. Follow-up (12nov2024): this is a follow-up report from product quality group. Updated information: UDI number added.

Event description:
Test showed invalid for flu results and what seemed to be a false positive for covid [false positive investigation result], test showed invalid for flu results and what seemed to be a false positive for covid [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a112012233m8. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), device information output issue (non-serious) all with onset on (B)(6) 2024, outcome "unknown" and all described as "test showed invalid for flu results and what seemed to be a false positive for covid". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "test showed invalid for flu results and what seemed to be a false positive for covid" associated to covid-19 and influenza ivd device. Causality for "test showed invalid for flu results and what seemed to be a false positive for covid" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer took the test on (B)(6) 2024. Customer contacted us to report an invalid result after 30 minutes. Evidence provided shows the device with positive light for covid and flu a has the two lights on, flu b has the negative light on. Before starting, the instructions have been read. Lot#: k10a112012233m8. (Also reported as 12012233m8). Test kit#: (B)(4). This is kit covid flu. There is liquid left in the vial. The ready light on and steady (solid) when stirred the swab. The swab was rotated 5 times in each nostril. The swab stirred in the vial for at least 15 times. The vial liquid purple in color. The status of each led status is as follows: covid led status: positive: on, flu a led status: both flashing, flu b led status: negative: on. Test showed invalid for flu results and what seemed to be a false positive for covid (patient tested on a per and rapid the following few days and all were negative; patient never felt sick). Requesting a replacement. Sample not available. Product quality group provided investigational results on (B)(6) 2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k10a112012233m8, UDI: (B)(4) was investigated. The investigation included reviewing deviations, nonconformance's, and lot trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot: k10a112012233m8. No quality issues related to lot: k10a112012233m8 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot: k10a112012233m8 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. Follow-up (24oct2024): follow-up attempts are completed. Follow-up (04nov2024): this is a follow-up report from product quality group providing investigation results. Follow-up (06nov2024): this is a follow-up report from product quality group providing investigation results. Updated information: lab test with results updated. Follow-up (12nov2024): this is a follow-up report from product quality group. Updated information: UDI number added.